Event description:
Subsequently, a replacement procedure was performed. This device was removed and replaced successfully. It is unknown whether the device will be returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed adn this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this device revealed this device reached end of life status three months earlier. One year earlier, longevity revealed one and one-half years longevity remaining. The device paced 21% in the atrium and 100% in the ventricle. There was concern that the device reached end of life more rapidly than expected. The patient with this device was hospitalized for an emergency replaced due to being pacemaker dependent. No adverse patient effects were reported as a result of this issue.